Event description:
A portion of the coating of this guidewire sheared and detached in the pt's common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. Attempts to retrieve the detached segment were unsuccessful. The pt subsequently became septic, however, the cause of the sepsis could not be confirmed. The pt was placed on antibiotics. The device has not been returned for evaluation. Therefore, no failure analysis is available. Co follow up indicated this pt presented with cholelithiasis and underwent removal of the gallbladder. Co believes the pt's condition rather than the product contributed to the pt's sepsis. The user facility confirmed the reason for the cholecystectomy was the pt's prior condition and was not due to the coating of the wire fragments.

Manufacturer narrative:
The device was received, evaluated and retained by this MFR. The black pebax tip was missing from the distal 5.3cm of the wire. The core wire was exposed. Damage was noted along approx. 12cm of the distal end. Adhesive was present on the exposed distal end of the wire. The damage this device displayed upon examination was consistent with resistance upon removal. The peeled jacket and distorted nitinol wire indicate the wire was snagged and pulled through a highly restrictive environment. Co was informed this wire was used on a patient with cholelithiasis which co believe contributed to this event and do not attributed it to the device.